Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported patient was recently implanted on (B)(6) 2021 and was admitted to hospital either same day or next day after implant due to incision pain. The caller reported the patient was seen today and the implant was on at .2ma and turning up stimulation caused more pain. Patient was programmed dtm very low settings. Turning implant off reduced pain. No device issues reported. Additional information received from the manufacturer representative reported that the patient was readmitted to the hospital for systemic pain that he had for three weeks. The patient had a lot of pain from his shoulders to his knee. The doctor was wondering if this was an allergic reaction. Additional information received from the healthcare provider reported that the patient had been admitted to the hospital for pain in the implant area. It was noted that the patient was fine during the trial and the pain did not start until the permanent implant was put in. It was stated that there were no notes about an allergic reaction, however, it was noted the cause was a failed implant of the stimulator and a possible rejection of the device. The patient had the stimulator explanted on (B)(6) 2021 to address the pain. It was unknown if the pain was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provide r(hcp). The hcp reported that the cause of the issue was a possible device allergy. The issue was resolved.